Event description:
It was reported that the patient presented for an implant procedure. It was noted the setscrew of the pacemaker failed to be disconnected and after multiple attempts the torque wrench came off with the setscrew attached to it. The pacemaker was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-56996. Upon review, the torque wrench should not have been submitted as a medical device report (MDR) since the complaint does not involve a long-term implant or a device considered to be life-supporting, or life-sustaining and it is not likely to cause serious injury.